Event description:
A trilogy evo, USA ventilator was returned to a third-party service center for evaluation upon return of the loaner device. There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the trilogy evo, USA device at the third-party service center, a ventilator inoperative error evt_motor_shutdown was discovered in the device's event log. The technician recommended replacing the device's system board and blower to address the issue. Additionally, the connectors and housings have yellow and black stains and would need to be replaced. No repair was performed. The device was processed as scrap.